Event description:
It was reported that during a cysto-prostatectomy, after the instrument was fired, the jaws would not open. The device had to be manually opened and slid off the tissue. There was no adverse consequence to the patient.